Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Reporter stated that patient obtained blood glucose results of 2.4 mmol/l and 8.8 mmol/l, within 4 minutes, on the advantage system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.